Event description:
It was reported that during a tonsillectomy, the controller did not work. No backup device was available. It is unknown if a delay was caused due to the device malfunction. The surgery change to a traditional tonsillectomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for serial number for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Without the reported product, a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨doesn't work¨ include, but are not limited to: there could have been a power surge to the controller which could have caused the electrical component failure or, failure of an internal component causing no output from the controller. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.